Event description:
Customer reported receiving inaccurate blood glucose tests on their blood glucose meter. Customer received readings of 182 mg/dl compared to a lab reading of 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported self-administered with his insulin medication according to his meter's readings. Customer reported experiencing symptoms of shakiness, dizziness and incoherence but no self-treatment was reported. In addition, customer reported visiting his doctor who diagnosed customer with severe hyperglycemia and gave customer unspecified treatment. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Event description:
A hospital in (B)(6) reported via our distributor that they found an rt204 adult heated breathing circuit to be open circuit before use on a patient.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.